Manufacturer narrative:
This report is submitted on july 08, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported).